Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was expanded while charging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned that the battery expanded. The pdm was returned without a battery. Without the battery it could not be determined if it was swollen. A known good battery was inserted into the pdm. The pdm was able to charge, turn on, and boot up with no issues. After unlocking the device, the pdm began the first time startup flow through the lockscreen background was different than the default, indicating that the device had been reset prior to the investigation. Inspection of the android log files downloaded from the pdm found no information from the date of occurrence due to the device reset. No abnormalities were found during the investigation that would contribute to battery swelling. The exact cause of the reported event could not be determined.